Event description:
The report indicates that one hr into an ECMO case, leakage from the backplate to the housing was noted. The device was changed out with no pt injury. ECMO is an off-label use of the device. Subsequent info indicated the pt expired; however, not as a result of the device change out.